Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no information received with this individual complaint indicated that a broader investigation or corrective action was necessary. The number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot: device history reviewed: 0 non-conformances on this lot number. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 1 additional report but it did not relate to cement consistency. Total for lot number: 2 ((B)(4)). Complaints received by cmw in the last 12 months for this issue ¿ (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the cement package was opened to sterile field. It was also noticed that the powder was clumped in package.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no information received with this individual complaint indicated that a broader investigation or corrective action was necessary. The number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot- device history reviewed: zero non-conformances on this lot number. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 1 additional report but it did not relate to cement consistency. Total for lot number: 2 ((B)(4)). Complaints received by cmw in the last 12 months for this issue ¿ by product code: 1. By product family: 3x smartset ghv gentamicin. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.